Manufacturer narrative:
(B)(4). The event occurred in:(B)(6).

Event description:
The customer experienced an issue where the elecsys free psa immunoassay results were higher than the elecsys total psa immunoassay results for one patient. The customer used a cobas e 411 immunoassay analyzer with a serial number of (B)(4). The initial free psa result was 0.426 ng/ml and the initial total psa result was 0.165 ng/ml. The sample was repeated with a free psa result of 0.427 ng/ml and a total psa result of 0.151 ng/ml. An aliquot of the same sample was tested in another laboratory using the same elecsys test. The free psa result was 0.440 ng/ml and a total psa result of 0.12 ng/ml. The results were not reported outside of the laboratory. There was no allegation of an adverse event. Refer to the medwatch with a1 patient identifier (B)(6) for the total psa assay.

Manufacturer narrative:
The patient sample was submitted for investigation. The customer¿s results of free psa and total psa are reproducible and their complaint has been confirmed. The erroneous result of total psa may be caused by the presence of a rare isotype of total psa or unknown interfering component in the patient sample. Product labeling for total psa states "it is known that in rare cases psa isoforms do exist which may be measured differently by different psa tests. Findings of this kind have occasionally been reported for psa tests from various manufacturers. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Investigation was performed by adding an additional biotinylated anti-psa antibody with a different specificity. This approach gives a result for the free psa/total psa ration of <1 in the investigated patient sample. The customer was not using rack adapters.